Event description:
It was reported that during the procedure to treat a lesion in the moderately tortuous right coronary artery, the physician advanced a balance middleweight guide wire through a guide liner. The physician then attempted to advance a 2.5 x 12 mm xience v stent system through a vein graft and into the right coronary artery. Angiography revealed that the stent was loose on the stent delivery system and the device was removed with the stent remaining on the stent delivery system. No resistance was noted during advancement or withdrawal; however, the physician commented that the stent may have become loose due to interaction with the guide liner, but was unable to say for certain. A non-abbott stent delivery system was then advanced into the patient anatomy, but it was unable to cross to the target lesion. The physician then ended the procedure. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: guide liner. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: factors which may contribute to resistance with a guiding catheter during insertion include, but are not limited to, damage to the stent implant outer diameter (od), damage to the guiding catheter inner diameter (ID), clearance between the stent od and guiding catheter ID, or procedural technique. Stent movement (up to and including dislodgement) can be influenced by several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, or interaction with the lesion or accessory devices. The stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon and shaft and no contrast visible, which is consistent with the reported information that the system was advanced in the patient anatomy. The stent implant was undamaged and stationary on the tightly-folded balloon but not between the markers as the distal end of the stent implant was located 2 millimeters distally over the tip. The tip length could not be measured, due to the location of the stent implant. There were crimp marks on the balloon between the proximal balloon marker and proximal end of the stent, suggesting it was originally positioned correctly and securely at the time of manufacture. Although the returned stent was not loose as reported, the account likely thought it was loose when it moved during the procedure. The proximal, middle and distal stent implant outer diameters were measured and did not meet manufacturing criteria. This over-sizing likely occurred at the time of stent movement as it is expected that the stent would expand during travel over the balloon shoulders. There was no reported resistance during advancement or withdrawal; however, the account reported that there was potential interaction with the guiding catheter. It was also reported that a non-abbott guide catheter extension was used, which typically reduces the guiding catheter inner diameter by one french size (approximately 0.3 mm or 0.013 inches). The stent may have interacted with the non-abbott guide catheter extension at the transition point between the guiding catheter and non-abbott guide catheter extension or the non-abbott guide catheter extension itself and became loose on the balloon. The xience v instructions for use lists a guiding catheter inner diameter of greater than or equal to 0.056 inches. It is possible that the non-abbott guide catheter extension was not an appropriate size for the xience v stent; however, the guiding catheter and non-abbott guide catheter extension used in the procedure were not returned for analysis. It was also reported that another device was unable to cross the lesion, possibly suggesting difficult anatomy and interaction with difficult anatomy can also contribute to the stent movement. As the interaction could not be confirmed and the returned product analysis does not indicate a product quality deficiency, a conclusive cause could not be determined for the reported difficult to position with guiding catheter or stent dislodgement. During manufacturing, all sds are 100% visually inspected for stent damage and proper stent placement. Additionally, a sampling of units is destructively tested for lot release to verify stent outer diameter and stent dislodgement. A review of the lot history record revealed no nonconforming material records that could have contributed to the reported incident and indicated that all lot release testing results met specification. Additionally, a query of the complaint handling database was performed and no other incidents reported for difficult to position. There is no indication of a product quality deficiency.